Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had not charged their implantable neurostimulator in over 6 months due to patient compliance. The implantable neurostimulator was confirmed to be overdischarged, and this was at least the second overdischarge. A physician recharge mode was done, but the battery did not come out of the overdischarged state. The manufacturer representative tried 4 times, and it did not clear. The antenna locator was also attempted; however, the patient stated that they do want to have the battery replaced as they felt like it did help their pain. The issue was not resolved at the time of the report; however, a replacement is planned, but has not been scheduled.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient's implantable neurostimulator (ins) was replaced with an intellis device. The previous battery not returned as the hospital is sending it to pathology and then discarding. They were aware about recommendation send back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was poor telemetry or no telemetry with recharging. Poor communication was reported. The patient reported she was not able to connect to the ins (implantable neurostimulator) "about the middle of (B)(6) 2019." The last time patient had stimulation was well over 2 months ago or longer. The last successful recharge session was well over 2 months ago or longer. The reason for not charging was non-compliance. The patient was redirected to their healthcare provider (hcp) to address possible overdischarge. The patient stated she never received a patient programmer. No patient symptoms were reported. No further complications were reported/anticipated. Additional information received from the patient indicated that they need their ins to be looked at because it is not holding a charge. They stated that they still have not seen anyone for the poor communication/possible overdischarge issue. The patient indicated that they have not notified their healthcare provider about the poor communication/possible overdischarge issue yet either. No further complications were reported or anticipated. The patient stated that she could not charge her battery on (B)(6) 2020. They stated that she hasnt charged it for well over a year. The patient stated they think something is wrong with recharger. They do not feel like her recharger was working prior to the battery going into overdischarge. Patient instructed to call patient services to see if they can send a new antenna. Patient was scheduled for a physician recharge mode on (B)(6) in dr. (B)(6) office. Pt states that the recharger doesn't recharge the ins because the "boxes would cut off". Patient services attempted to further clarify, but the pt was not able to explain issues further. Pt states she has gotten a replacement insr antenna before (see crts# (B)(4)), so patient services offered to replace the insr antenna. The patient reported via a manufacturer representative on (B)(6) 2020 that the battery is overdischarged. The manufacturer representative attempted to interrogate the battery for reprogramming and also attempted to jump the battery; however, the issue was not resolved at the time of the report. Surgical intervention was no performed, and it was unknown if it was planned. It was noted that the physician has no further information regarding the event. It was noted that the implantable neurostimulator remains in the patient.